Event description:
During an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported the physician experienced sub-optimal electrical parameters during three pre-mapping attempts. The physician fixated the device but the thresholds and impedance were still sub-optimal; the pacing impedance was too high. The alp was retrieved and fixated in a different location with better electrical parameters; however, the alp could not be released from the delivery catheter (dc) as the tether mode function was not operating as intended and experienced significant resistance when trying to transition between tether modes. The physician attempted to redock the alp but was unsuccessful. The alp and dc were removed and replaced and a new alp was successfully. The patient was stable throughout the procedure.